Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and burning sensation at the ipg site. It was noted that the ipg was protruding. The patient was sent to the emergency room (ER). The nurse took imaging and found that the battery's acid and mercury had leaked into the patients blood stream. The patient was given muscle relaxers and steroid pills.